Event description:
It was reported that an asymptomatic patient presented for follow-up, post-paced t-wave oversensing was observed. The oversensing was noted on stored egm. Programming changes were made and device remains implanted.